Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the available information. It was reported that device entrapment occurred. During the procedure, the device failed to slide on the 0.014 guidewire and remained stuck. The stent and guidewire were removed as a unit. Based on the event description a clear cause cannot be established. One possibility is that the shaft was likely stretched along the guidewire which could have prevented movement.

Event description:
It was reported that device entrapment occurred. The 12 x 3.00 promus elite mr drug-eluting stent was selected for use. During the procedure, the stent and balloon failed to slide on the 0.014 guidewire and remained stuck. The material was moistened with saline solution and there was no residue. No harm occurred to the patient. It was also reported that75% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal artery. After the promus elite became stuck, the entire system was removed. The stent and guidewire were removed as a unit. Only the stent was involved, not a stent and balloon as was previously reported. The procedure was completed with another of the same device.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The 12 x 3.00 promus elite mr drug-eluting stent was selected for use. During the procedure, the stent and balloon failed to slide on the 0.014 guidewire and remained stuck. The material was moistened with saline solution and there was no residue. No harm occurred to the patient. It was further reported that after the promus elite became stuck, the entire system was removed. The stent and guidewire were removed as a unit. Only the stent was involved, not a stent and balloon as was previously reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that device entrapment occurred. The 12 x 3.00 promus elite mr drug-eluting stent was selected for use. During the procedure, the stent and balloon failed to slide on the 0.014 guidewire and remained stuck. The material was moistened with saline solution and there was no residue. The device was removed. No harm occurred to the patient.